Event description:
Customer states that she attempted to use the aviva meter, but was unable to obtain a result due to a dead battery, and subsequently had a hypoglycemic incident. Customer states she passed out while at the pharmacy, and the pharmacist called the ambulance. Customer was transported to the hospital for treatment for diabetes and a heart condition (type not provided). Customer states she was treated with an IV of glucose upon admission to the hospital. Customer remained in the hospital for 3 days and was released. Requested return of suspect device and replacement was sent.